Manufacturer narrative:
The issue could not be resolved for the customer at this time as the unit could not be found. The customer cannot recall any information about this unit at this time.

Event description:
It was reported via repair work order that the brakes are not setting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the customer has cancelled the manufacturer's evaluation.

Event description:
It was reported via repair work order that the brakes are not setting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.